Event description:
A sensor detachment was reported via webform with an adc device. Customer reported that they bumped against something and the sensor fell off after 3 days of wear. As a result, customer was unable to obtain readings and experienced symptoms described as dizziness, headache, nausea, and suffered a seizure. Customer was unable to self-treat and received nasal glucagon spray from a third-party. No other details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.